Event description:
Reportable based on device analysis completed on 23jan2024 it was reported that catheter issue occurred. The target lesion was located in a 75% stenosed, moderately tortuous and severely calcified proximal left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the drive shaft cable could not return to the outer sheath. This resulted in difficulty using the device. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed the sheath was detached from the distal mount.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was detached from the distal mount. Visual inspection revealed that the telescope, sheath and imaging window were kinked. Loctite was noted in the internal section of the distal mount of the strain relief.

Event description:
Reportable based on device analysis completed on (B)(6)2024 it was reported that catheter issue occurred. The target lesion was located in a 75% stenosed, moderately tortuous and severely calcified proximal left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the drive shaft cable could not return to the outer sheath. This resulted in difficulty using the device. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed the sheath was detached from the distal mount. It was further reported that the drive shaft cable would not return to the outer sheath and was difficult to use, so the catheter was replaced, and pullback was performed during imaging. Resistance was felt after that. The imaging core did not return to its original position.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was detached from the distal mount. Visual inspection revealed that the telescope, sheath and imaging window were kinked. Loctite was noted in the internal section of the distal mount of the strain relief. H6 device codes and evaluation result codes: updated.